Event description:
It was observed that during the device evaluation, the curved rubber adhesive section was missing and the angle locked on the videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: moisture or water inside the scope caused corrosion of the bending mechanism, rendering it unable to slide, as a leak inside the control unit was confirmed. This event can be detectable and preventable by following the instructions for use which state: instructions uretero-reno videoscope olympus urf-v3. Chapter 3 preparation and inspection 3.3 inspection of the endoscope. Important information ¿ please read before use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.